Event description:
The hospital reported that vasoview hemopro 2 outer packaging was damaged but internal packaging was intact.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000357527 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Corrected section: g3- date received by mfg initial MDR 2242352-2024-00557 corrected from "04/30/2024" to "04/22/2024". Corrected section: h6- from "4582" to "4580" h3 other text : device not returned.